Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a surgical procedure. During the surgery, the pump was removed from the scrotum, and it worked appropriately. The physician suspected there might have been a problem with the component or a tubing kink; therefore, the entire device was removed and replaced. There were no patient complications reported.